Manufacturer narrative:
(B)(4). This complaint for the report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown therefore a batch review was not performed. Review found the labeling adequate for the potential user error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted baxter's (B)(4) reported that the bag had disconnected last night. The home patient (hp) continued therapy with the same supplies because he was on the road with no more supplies. (B)(4) contacted the patient on (B)(6) 2010 regarding the disconnection. The patient stated that the bag fell and therefore disconnected from the cassette. There were no defects in the supplies. The patient stated he was able to resume therapy and has not had any injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, baxter cannot determine the root cause. Since the lot number was unknown a batch review will not be performed.